Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of error c-33 is attributed to a faulty electrical component inside the generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported issue was confirmed. The log review revealed errors during the startup. Additionally, a review of the internal error log showed the presence of same error.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error appeared on the generator. Restarting the system did not clear the error. The technical support engineer (tse) found error in the logs and advised the customer to prepare two external generators and use the foot pedals for the bipolar energy. The customer did so and now was able to activate monopolar and bipolar energy. There were no reports of patient involvement when the issue occurred.